Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, serial (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, serial (B)(4), implanted: (B)(6) 2009, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3887-56, (B)(4); product ID: 3888-45, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient she had couple wires were not working, she turned up to 3 and still wouldn¿t do anything or feel anything, and she knew one wasn¿t working. Patient sated representative would take care of the problem with wires were not working. No further complication and events were reported.